Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular lead was explanted due to an unspecified product performance issue. Attempts to obtain additional information were unsuccessful. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued. Corrected fields: - b5 (problem description): updated to a more informative way. - d2a (common device name): corrected to implantable lead.